Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Event description:
The customer treated a breast pt with an electron applicator 10x10 at 45 degree gantry angle and 0 degree collimator angle. The applicator was mounted at 45 degree gantry angle and the machine recognised the 10x10 applicator. The pt was positioned and treatment was initiated. After treatment, the customer moved the table to increase the space for the gantry rotation, as the applicator was very close to the pt during treatment. The customer rotated the gantry back and in doing so the applicator dropped off the linac's head, hit the pt's breast and fell onto the floor. The female pt sustained no injuries.

Manufacturer narrative:
Analysis showed that not the whole issue could be reproduced, however, the manufacturer's user manuals are comprehensive and the responsibility to ensure that the applicator latch works correctly rests with the end user. The customer has advised that they will change the applicators mounting procedure and perform safety checks of the set-up prior to treatment. No modifications are planned at this time by the manufacturer. Please note this is the final report.